Manufacturer narrative:
(B)(4). A carefusion field service representative (fsr) evaluated the device onsite. The fsr checked the power supply voltage. All voltages were in specification. The fsr performed a 2k preventative maintenance and allowed the unit to operate to ensure proper operation. In the event that additional information is received, a follow-up report will be submitted.

Event description:
The customer reported that during the performance check while setting up the ventilator, the user noticed that the delta p dropped like it was slowing down and then increased again. The customer does not know if the driver actually slowed down or if it was only the displayed amplitude decreasing. There was no patient involvement associated with the reported issue.